Event description:
On (B)(6) 2019, the patient underwent a left atrial appendage occlusion procedure as part of amulet ide clinical study. A 28mm amplatzer amulet was selected and introduced into the patient; however, the device was deemed too small and re-sheathed. A 31 amulet was introduced and implanted successfully. An intra-procedural tee imaging was performed and confirmed a leak behind the lobe and disk of >5mm. Tte imaging was performed prior to discharge and the leak confirmed. The patient was discharged on novel oral anticoagulation (eliquis) plus aspirin due to the leak. On (B)(6) 2019, the patient was admitted for an effusion. The following day a pericardiocentesis was performed to stabilize the patient. Based on additional information, the amplatzer amulet was likely to have contributed to the event. (Clinical site patient ID: (B)(6)).

Event description:
On (B)(6) 2019, the patient underwent a left atrial appendage occlusion procedure as part of amulet ide clinical study. A 28mm amplatzer amulet was selected and introduced into the patient; however, the device was deemed too small and re-sheathed. A 31 amulet was introduced and implanted successfully. An intra-procedural tee imaging was performed and confirmed a leak behind the lobe and disk of >5mm. Tte imaging was performed prior to discharge and the leak confirmed. The patient was discharged on novel oral anticoagulation (eliquis) plus aspirin due to the leak. On (B)(6) 2019, the patient was admitted for an effusion. The following day a pericardiocentesis was performed to stabilize the patient. (Clinical site patient ID: (B)(6))

Manufacturer narrative:
An event of pericardial effusion and tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.